Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing episodes on the device were observed resulting in false pause episodes. The device was reprogrammed and the patient was stable with no adverse consequences.